Event description:
Flow rate: 2-14ml/hr.

Manufacturer narrative:
Correction: all information reasonably known as of 24 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 600 ml. Flow rate: 14ml. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. The patient reported, the pump was set on rate 4 and the zip lock applied at the hospital, the pump was scheduled to last 7 days. When she woke up the rate was on 14 and the zip tie remained intact. Face time revealed the rate was 14 with the zip tie intact. The pump had decreased by over half. The patient was instructed to remove the zip tie and decrease the rate to 10 and to decrease one click every 30 minutes an hour until 4 reached. There was no reported injury to the patient.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 02 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.